Event description:
It was reported that at a pump revision procedure, the pump was primed with a 10 mg/ml drug concentration; the catheter contained 20 mg/ml drug concentration. A bridge bolus was programmed to include pump tubing and catheter. Based upon the programming, the patient would receive the intended dose for 31 hours by delivering the old drug in the catheter, followed by 54 hours of half the dose in the pump tubing. Upon completion of the 85 hours bridge bolus, the patient would be getting their intended dose again. The hcp was considering coverage with oral meds during the under dose period, and reprogramming the bolus information in an attempt to avoid an under dose period. The type of medication and patient identifiers were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.